Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the patient experienced cardiac perforation that required pericardiocentesis. A perforation with vizigo sheath was reported and a pericardial effusion was noticed over the right ventricle as the patient's blood pressure dropped. The physician used the reprocessed soundstar catheter to verify. The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition. It was reported that the event occurred when going transseptal using the vizigo sheath. A thermocool smarttouch® sf was used as ablation was completed on the cti (cavotricuspid isthmu) line, but the catheter was not in the body when the event occurred.

Manufacturer narrative:
On 9-dec-2024, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).